Event description:
Female reported using complete easy rub formula for the first time to store her lenses over night and cleaning her lenses in the morning prior to placing them in her eyes. Once she placed her lenses in her eyes, she experienced severe burning and swelling in both eyes. She also experienced blurry vision, pain and light sensitivity. She was on vacation at the time. She was taken to an emergency room where they washed her eyes out. They told her she had a corneal burn and gave her a prescription for gentamycin. She was told to see her eye doctor, the next day. She was seen the following day but was not given a diagnosis. She was given a prescription for neomycin, polymycin b, sulfate, dexamethasone eye drops. At the time of her report, she indicated her eyes are better but her right eye still feels like there is something in it and her distance vision has not returned to where it was prior to the event. She said, the bottle of solution was actually her husband's solution, but she had used it this one time. She stated, he had red eyes and burning on his initial use of the bottle but was fine after he had used it a few times. She does not sleep with her lenses on, but has occasionally showered with them on. She said, she does not swim. Her lens case is about 2 months old and she claims to change it often. She rinses her case out with hot water and then fills it with solution to clean it. Pt has not responded to 3 requests for f/u or returned the complaint unit.

Manufacturer narrative:
Photophobia. A review of the mfg records for the reported lot was performed; no deviations were noted and product met all specifications. Chemistry eval results of retained unit from the reported lot were within specifications. The root cause has not been established.